Event description:
At about 1 year and 6 months from the primary, the patient came in presenting instability and the cause is unknown. There were no reports of trauma.the surgeon revised the liner with a revision constrained e-cross liner, while the glenosphere and baseplate were revised using competitor implants. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 may 2025 reverse shoulder system 04.01.0119 humeral reverse hc liner d 36/+0mm (k170452) lot 2410844: (B)(4) items manufactured and released on 17-jun-2024. Expiration date: 30-may-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xd 24.5 (k193175) lot 2343895: (B)(4) items manufactured and released on 04-mar-2024. Expiration date: 17-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the available information, the reported instability may be related to soft tissue laxity, which is a known possible complication following tsa, as soft tissues may stretch over time and provide insufficient stability. No evidence of device malfunction was identified, and the device history record review did not reveal any discrepancies.